Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, there was a reported detached sensor wire. The sensor was inserted at the abdomen on (B)(6)2019. A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was missing from return. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. A probable cause could not be determined.